Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest confirmed blood glucose of 386 mg/dl and persistent out-of-range readings for approximately four hours; there were no pump alarms or infusion set leaks noted, and the user performed a site change with assistance from a family member. Symptoms included no reported clinical symptoms. Outcomes included non-serious impact with successful at-home management and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education, review of device status and alarms, and guidance through infusion set replacement. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction and no identified component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.